Event description:
No blood glucose levels reported. The mother of the customer reported that the customer required medical attention or was hospitalized in the past 90 days. The mother of the customer was not sure if the event was insulin pump related. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.